Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(6). Manufacturing date: 01 december 2006. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient information is available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016. During the procedure, several pair of bone forceps broke. No reported adverse event to the patient. No additional information is available. This report is 4 of 6 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (bone holding forceps-soft ratchet f/plates to 19mm wide, part number 399.122, lot number 5012809). The received device was visually inspected and the complaint condition was confirmed. The relevant features and hardness were measured and re-inspected and were found to be within specification. As previously reported, no ncrs were generated during production. Review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation of the DHR shows no irregularities. The subject device damage could not have been sustained during manufacturing and/or transportation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.